Event description:
It was reported the pump battery would not charge and there was a power source alert appeared in pump history. There was no reported impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.